Event description:
It was reported that the surgeon noted a yellow discoloration of the device so he chose not to implant it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding appearance involving a metal head was reported. The event was confirmed. Method & results: -device evaluation and results: discolouration was observed on the returned head. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusion: nc was issued for discoloration of femoral head. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon noted a yellow discoloration of the device so he chose not to implant it.